Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During preparation for the procedure, the physician inadvertently kinked the lantern at the proximal hub while being flushed. However, the physician did not notice the lantern was kinked and attempted to advance two ruby coils. Subsequently, the physician experienced resistance and was unable to advance the coils through the lantern; therefore they were removed. Upon removing the ruby coils from the lantern, it was noted that the lantern was kinked. The procedure was completed using a new lantern and two new ruby coils. There was no report of an adverse effect to the patient.